Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated she is having problems with the paddle part that plugs into the controller. Patient stated the other night it got really hot to almost where it burnt herself moving it when trying to charge the implanted neurostimulator (ins). Patient also stated they has had several incidences where they has completely charged the controller and when they plugs the paddle in it kills the battery. A request was sent to the repair department to replace the recharger device.